Event description:
It was reported that upon review of the post market surveillance surveys noted, " the calcar planer did not fully seat."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a calcar planer. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.